Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one x-port isp m.r.I. Plastic port with 8 fr s/l standard groshong catheter was returned for evaluation. Sample was returned assembled with catheter attached to port stem under cath-lock. Two circumferentially-aligned splits were noted near the 14cm and 15cm depth markers respectively with both sites exhibiting leaking during functional testing. When viewed under magnification, the split at the 14cm depth marker showed to be not completely split through the catheter material aside from a pinhole on one end of the split. Under magnification, it was noted that the split at the 15cm depth marker was jagged with buckling and a smooth surface. A circumferential crease was also identified between the 16cm and 17cm depth markers and tool damage was observed on the cath-lock. As leaking was observed from the split sites, the investigation is confirmed for the reported catheter leak. Per the evaluation results, all noted catheter damage was circumferentially-aligned and the break exhibited a smooth surface and buckling. These are characteristics that may indicate flexural fatigue. As such, it is possible that cyclic kinking of the catheter tube due to physiological, placement, usage or mechanical factors may have contributed to the reported event. Additionally, tool damage was noted to the cath-lock. Therefore, it is also possible that port assembly technique contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 10/2020).

Event description:
It was reported that approximately two years and four months post port placement in the intra jugular vein during saline flush, the catheter allegedly was leaking subcutaneously. It was further reported the port was removed. There was no reported patient injury.

Manufacturer narrative:
The return of the device is pending. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. (Expiry date: 10/2020).

Event description:
It was reported that approximately two years and four months post port placement in the intra jugular vein during saline flush, the catheter allegedly was leaking subcutaneously. It was further reported the port was removed. There was no reported patient injury.